Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that right ventricular (rv) lead would not capture and was causing the patient to experience muscle stimulation. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this right ventricular (rv) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information provided from the field indicated this patient also reported experiencing chest pain prior to the explant of this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information provided from the field indicated this right ventricular (rv) lead was continuing to exhibit high pacing threshold measurements as well as low morphology. The patient was also still experiencing muscle stimulation. Surgical intervention was performed and this time the rv lead was explanted and replaced. No additional adverse patient effects were reported.